Event description:
It was reported that during service and evaluation, it was determined that the electric pen drive device was leaking a liquid. It was reported in the service order that the device was not powering up prior to surgery. It was unknown when the event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition. Markings. Check general function with test hand switch. Check function in fwd and rev running mode. Check general function with foot pedal. During the service evaluation the following failures were identified: functional: will not run - motor damaged. Functional: leak - liquid. Labeling: illegible etch. Visual: component damaged. Conclusion: failure reported is confirmed. Root cause: user error. Action: repair.